Event description:
Correction report to be filed on product problem updated on cover page.

Manufacturer narrative:
Corrected data: b 1 updated as product problem. This was not generated in the initial report.

Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac plus powers on without manual power by itself. No patient adverse events reported. Turns on by itself

Event description:
Investigation completed with summary in h 10.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ventilators pneupac ventilators parapac plus complaint of turns on by itself was confirmed and isolated to a faulty switch. Physical condition of device visually revealed damaged front panel, all small knobs have been damaged, the manual button is depressed in the off/demand setting. Device switch replaced along with damaged front panel, small knobs, instruction label, faulty demand valve, and installed pm kit. Performed pm testing, cleaned and affixed service label. Device then passed all testing.